Manufacturer narrative:
One device was returned for evaluation. The previous service on 29- aug-2023 was for the same reason of ¿dso seal damaged¿. This reason for return is related to a past service. Visual inspection found "dso seal degradation" problem. Replaced the dso seal to correct the issue. The device passed all functional tests after the repair.

Event description:
It was reported that the device had a downstream occlusion seal degradation. There was no patient involved and no patient harm/adverse event reported.